Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 56mg/dl. The mother stated that the customer passed out and the paramedics took him to the hospital. It was stated that the customer was released the next day and he continued experiencing low blood glucose. The mother declined to troubleshoot the device as she is supposed to speak to customer's doctor regarding issues. No further info was provided.